Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary ==> the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code sxpp1a404 was received for analysis. Upon visual inspection of the sample, body fluids and marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, body fluid was present on the strand, damage and deformations were noticeable in the barbs, and the extreme was noted to be split. After further evaluation crimping marks were observed on the suture surface that could be caused by a surgical instrument. The other section of the suture was not returned for analysis. The product code sxpp1a404 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2024 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2024. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: - please provide lot number ¿unk to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.